Manufacturer narrative:
No product returned. Optical sensor issue : after 1 day on support, ps issue occurred. Confirmed position via echo. Data log review showed ps low alarms. No ps offset applied. Ps monitoring disabled shortly after ps low alarms show as ceasing. There was small negative offset (-2.5 mmhg) initially applied for 9 hours and then offset of ~ -15 mmhg after 20 plus hours later. The ps low was observed only with second console after transfer. Ps gradually improves throughout case. No other issue noted with the placement signal / 5s parameters besides low ps values and the ps trends up and improves by the end of the case. The ps low alarms did not resolved, but the ps monitoring was disabled. The cause of the optical signal issue was not determined with inconclusive log and clinical evidence per analysis.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. During support, the device generated an audio alarm. The nurse disabled the audio overnight, as no further repositioning or echocardiogram (echo) evaluation was planned at that time. The pump was subsequently weaned and explanted, and the patient survived the event.